Manufacturer narrative:
B3: event date is date valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding an implantable neurostimulator (ins). Rep reported that the tablet was losing connection to the device intermittently. Troubleshooting included putting new batteries into the communicator. Rep also reported that high impedances (exact values unknown) were observed on the device. Rep reported the impedances would change per contact after the leads were taken out, wiped off and cleaned, and placed back into the generator and also swapped each port. The device was never implanted and device status is unknown. Rep reported the issue had been resolved. Rep indicated they would send any further information as they become aware.